Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to check the error codes showing. It was determined that none of the functions work on the right side but do on the left. Baxter technical support advised the account the right siderail board or cable could be root cause of the issue and needed to be replaced to resolve the issue. Account refused to repair the bed. Based on this information, no further action is required. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. Although there was no reported injury with this event, if the report of hilo function activating without any user input were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that totalcare frame hilow function was activating on its own. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.